Manufacturer narrative:
Pentax model eg29-i10c is classified as import for export, therefore 510k is not applicable. Pentax same model eg29-i10c-us is distributed in the USA with 510k k190805. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "foggy appeared in the middle of image" involving pentax model eg29-i10c /serial (B)(4). The event was reported to have occurred prior to use. No further information was provided at the time of the report. The device was returned to pentax medical (B)(4) service workshop and is pending repairs.